Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003382, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6003382". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6003382 was manufactured according to the work instruction (wi) version 77 and manufactured in the machine 08 on 19-sep-2023, with a total of (B)(4) units. The sub-assembly lot 3j02999 was manufactured according to the wi version 26 on 20-sep-2023, with a total of (B)(4) units. The sub-assembly lot 3j01240 was manufactured according to the wi version 26 on 19-sep-2023, with a total of (B)(4) units. The sub-assembly gluing of tubing lot 3j02371 was manufactured according to the wi version 26and manufactured in the line 04, 05 and 06, on 16-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the references sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test for the code occlusion (e.g.,occlusion alarm from the infusion pump may have sounded).(source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot one and it cannot be concluded to be infusion related, refer to cannot be determined. No escalation required. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient went to emergency room and was hospitalized due to high blood glucose levels on (B)(6) 2025. The hyperglycemia event occurred due to occlusion and inslin flow blocked alarm. The blood glucose level was 300-400 mg/dl at the time of hospitailztion and patient got treated with insulin pump. The patient showed symptoms of vomitng, weakness, vertigo and headache. The patient stayed in the hospital for one week. No further information available.